Event description:
It was reported that during an ICD extraction of a non-sjm device, externalized conductors were observed at two separate locations via fluoroscopy. Lead was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.2-12.2cm from the distal end. The silicone was abraded and the sensing conductor was visible. External insulation abrasion was found at 28.5-29.0cm from the end of the connector pin. The etfe coating was intact at these locations.